Manufacturer narrative:
One sample was returned for evaluation. Visual inspection found a v-shaped cut about 3,1-3,7 mm distance from the hub. Physical damage was also observed in multiple locations of the hub surface. Functional testing confirmed leakage from the damage on the tube detected in the visual inspection. Review of the device history couldn¿t be performed as the lot number was not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported in that the fluid was leaking from the catheter. There was no disinfection or sterilization, and no infectious disease occurred. This occurred while patient in use during infusion. There no patient harm or adverse event reported.